Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a general procedure, there were deformed clips when there was any sort of torquing or twisting of the device around a vessel. Also reported jamming often. A reusable clip applier was used to complete the case. There were no patient consequences reported.